Event description:
It was reported that the ilet displayed a dosing stopped message after the user applied a new libre 3 plus sensor that never successfully paired, resulting in a day without cgm readings until the sensor was rescanned and pairing completed; during the interruption, a blood glucose of 306 mg/dl was noted, consistent with an intermittent communication failure involving the electrical/magnetic interface and antenna components. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the ilet and the libre 3 plus sensor that prevented initial pairing and dosing, consistent with intermittent communication failure related to the device antenna and electrical/magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.